Manufacturer narrative:
Examination of the returned tibial insert was unable to confirm the reported event. The rpf tibial insert has no unusual wear patterns on either the articulating condyle compartments or the backside of the insert. There is no evidence that could confirm the reported inclined interiorly tray, as mentioned in the complaint description. There is no evidence that could confirm the reported inclined interiorly tray, as mentioned in the complaint description. X-rays were not available for the investigation. No evidence as found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised due to implant loosening. After the surgery, it was found that the tibial tray was loosened. The tray was found inclined anteriorly.